Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted with an allegation of premature battery depletion. A new ICD of the same model was implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
This ICD is expected to be returned to boston scientific for technical analysis. An updated report will be filed when this ICD is returned and analysis is complete, or if additional pertinent information becomes available.